Event description:
It was reported in scientific article that the one pt experienced generator site discomfort that resolved after repositioning of the generator to a subpectoral location. No additional information was provided.

Manufacturer narrative:
Article reference: elliot r, et al. "Refractory epilepsy in tuberous sclerosis: vagus nerve stimulation with or without subsequent resective surgery" epilepsy and behavior 2009.